Event description:
The customer reported experiencing past issues with a cartridge alarm. There was no adverse impact to the customer's blood glucose level. Customer loaded a new cartridge to resolve the issue.